Event description:
It was reported that balloon rupture occurred. The target lesion was located in a fistula. A 9.0 x40, 75cm gladiator elite balloon catheter was advanced for dilation. However, during the second inflation, the balloon burst. The device was completely removed and the procedure was completed with another of same device. No patient complications were reported.